Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. 11 months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. Vessel tortuosity is unknown. It was reported that the CT demonstrated that the stent graft had migrated into the aneurysm sac. Due to the co-morbidities the pt is not a candiate for open surgical repair. The physician requested talent aortic cuff because the pt's aortic neck was too large distally for an appropriately sized commercial aortic cuff. The talent aortic cuff was placed successfully. No additional clinical sequelae were reported and the pt is reported to be fine.